Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, in order for the patient to undergo vestibular schwannoma (tumor) surgery. The patient was reimplanted with another cochlear device on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on july 12, 2023.

Manufacturer narrative:
This report is submitted on september 8, 2023.